Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device presented an impedance anomaly at implant. The device was showing a high pacing lead impedance on the lv lead. Through the device, any vector including the d1 electrode were out of range. The physician requested a newcan. The patient was stable following the procedure.

Manufacturer narrative:
The reported field event of high impedance was confirmed in the laboratory. Visual inspection identified parylene in the lv tip connector block. This material resulted in an open circuit between the lv tip connector block and the lv tip set screw. The cause of the high impedance was caused by pareylene in the lv tip connector block.